Event description:
Info rec'd indicates the head of the bed is not going down when using CPR but will lower when using the siderail caregiver control.

Manufacturer narrative:
The technician found the CPR/trend valve was not operating correctly due to age and use. He replaced the CPR/trend valve to repair the bed.